Event description:
Additional information has been received the upon examination of eye patient also diagnosed with meibomian gland deficiency.

Manufacturer narrative:
The product investigation could not identify a root cause for the reported complaint. The lens remains implanted. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The reporter was the patient. Global quality customer affairs (gqca) has corresponded with the patient regarding their issues and available resources. Further information was provided by medical product information. The reporter indicated that their vision improved with increased lighting. During the last conversation with gqca the reporter indicated that a corneal specialist had diagnosed meibomian gland deficiency (blepharitis) which may affect visual acuity. The reporter did not want company to reach out to their surgeon at this time. No further information has been provided. The file will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient couldn't see clearly and wanted bright lighting , diffractive nature and different focal lengths with lens. The patient felt this should be fixed in the lenses. The surgeon told to wait till the vision resolves over time and was told not to have lens exchange. The patient had laser procedure at time of iol implant to treat the corneal astigmatism. Additional information has been requested. There are two medical device reports associated with this file. This report is associated with the left eye.

Manufacturer narrative:
A facility representative reported the lens was explanted with reason of poor contrast, blur, intolerance to multifocal and pco. The company lens was replaced with an unspecified monofocal lens. The manufacturer internal reference number is: (B)(4).